Manufacturer narrative:
Additional information: describe event or problem, device avail. For eval, returned to MFR on, device returned to MFR, device evaluated by MFR, if not evaluated provide code. (B)(4).

Event description:
Same case as MFR #: 2134265-2011-00483. It was reported that during a percutaneous transluminal coronary angioplasty procedure the stent froze on the choice pt es 182cm wire. The stenosed lesion was located in the right coronary artery. The physician wired the lesion with the choice guide wire and tried to advance the 2.50x12mm taxus liberte stent and it became stuck on the guide wire. Everything was removed and the lesion was re-wired and completed with another device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device was received fractured, approximately 35 cm of the proximal end was returned. The wire appears to be mechanically cut with kinks at 8cm, 29cm and 34.5cm approx. From the proximal end. Outer diameter measurements were taken and the maximum outer diameter found on the returned sample is within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Additional information received indicated the vessel was mildly tortuous, mildly calcified, and 90% stenosed. No issues with the devices were noted during prep or removal. The devices were removed together, in tact. The procedure was completed with a new guide wire and taxus liberte stent successfully.

Event description:
Additional information received indicated the vessel was mildly tortuous, mildly calcified, and 90% stenosed. No issues with the devices were noted during prep or removal. The devices were removed together, in tact. The procedure was completed with a new guide wire and taxus liberte stent successfully.